Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the solenoid driver pcb main pcb and motor control board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shutdown. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.